Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter and translated to english. The customer stated: "the tube is dirty."